Event description:
Healthcare professional reported right capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Continued email address (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Later, healthcare professional reported, "hole in radius (edge)." The device has been explanted and replaced.

Event description:
Healthcare professional reported right capsular contracture baker grade iii. Later, healthcare professional reported, "hole in radius (edge)."the device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on radius, wear abrasion and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp pattern on radius of broken device assessed as a surgical impact opening, for the stress marks in the shell.